Manufacturer narrative:
Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported that when the customer punctures the finger, two needles pierce the finger at the same time, exposing one of them.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.